Manufacturer narrative:
.

Event description:
It was reported that this patient's device was programmed off for an unknown reason. Follow up revealed that the patient's device was disabled in preparation for replacement surgery. Information was obtained that the patient was experiencing an increase in seizures and that the generator was replaced because it was old. While no flags were recorded to have been seen, the patient's clinical symptoms were assessed to mean the generator was at the end of its service. Further follow up with stated that the generator replacement was performed as prophylactic replacement. Clinic notes stated that "when the device was implanted [(B)(6) 2004], there was a remarkable decrease in [the patient's] partial seizures. Since last (B)(6) [assumed to be (B)(6) 2009], the seizures have recurred with no apparent trigger." Prior to this increase, the patient was experiencing 3-4 seizures per day for five minutes. At the time of the increase in seizures, the patient was reported to be experiencing crying seizures once per week in a cluster lasting five minutes and laughing seizures three times per day lasting less than five minutes. Recently, there had been no facial twitching seizures. Post-replacement clinic notes stated that "since vns revision, seizures have improved drastically" and resulted in only brief spells of unprovoked laughter. The generator was explanted and replaced on (B)(6) 2010 and was discarded; therefore, product analysis is not possible. The patient's physician stated that the patient passed away from pneumonia and septic shock, not related to vns. No additional information can be obtained from the physician as she has stated that she has provided all the information she has available.